Event description:
The manufacturer received information that a loaned trilogy 100 ventilator was reported to have been returned to the manufacturer's service center for return to stock recertification. There was no patient involvement, and no harm or injury reported. Critical error codes were noted in the device error log. Error codes e-193 and e-195 were recorded indicating internal battery failure and requiring replacement of the internal lithium-ion battery to address the issue. This device issue disqualified the device from recertification. Therefore, the device was processed as scrap without repair. Additional findings not related to the reported malfunction/issue: the serial/material number label had the incorrect gtin / revision and required replacement. It was also noted that the cord retainer was missing/broken and a replacement was installed. The porting block was noted to be cracked requiring replacement.